Event description:
Reporter alleged obtaining the results of 52 mg/dl and 121 mg/dl back to back within 10 minutes on the advantage system. Reporter stated she rewashed her hands in between tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 52 mg/dl and 121 mg/dl back to back within 10 minutes on the advantage system. Reporter stated she rewashed her hands in between tests. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.